Manufacturer narrative:
Due to character limitation in e1 for event site: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) monitor had a green screen and unclear display. No personal injury occurred.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), e1 (initial reporter), e2, e3, g1, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse replaced the display top assembly (0160-00-0127). The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing dept. Received the following parts part number: 0012-00-1558_f serial number: (B)(6) howdy cable. Part number: 0160-00-0127 serial number: n/a top lcd display with a reported unit failure of screen cannot display. The fat dept. Performed a visual inspection of the parts received and found that all the parts are in good condition. The failure analysis and testing department installed:part number: 0012-00-1558_f serial number: (B)(6) howdy cable. Part number: 0160-00-0127 serial number: n/a top lcd display in the cardiosave test fixture serial number (B)(6) and tested jointly and separately to factory specifications per cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department couldn't verify the failure of screen cannot display. Retaining the parts in the fat department per procedure 0002-07-d008 rev at.